Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device was not returned for evaluation.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reportedly developed a 'blister-like' rash on his left side under the electrodes. The patient was a former burn victim who had skin grafting on this area. The patient also had lost weight and required a new garment size. Follow up indicated that the patient's physician instructed the patient not to wear the lv until irritation healed and prescribed a bactraban cream. Additional follow up indicated that the irritation healed and the patient continued use of the lifevest.